Manufacturer narrative:
This report is submitted on may 30, 2024.

Event description:
Per the clinic, the patient underwent revision surgery (specific date not reported) for extraction of congestion due to subcutaneous hematoma. The implanted device remains.